Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 27 mg/dl. The customer was unconscious at the time of hospitalization. The customer was rushed to the emergency room for low blood glucose. The customer stated that they were using the auto mode feature. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to a low blood glucose of 27 mg/dl on (B)(6) 2020. The customer was unconscious at the time of hospitalization. The customer stated that they were using the auto mode feature at the time of the event. The customer declined troubleshooting as she does not feel the pump malfunctioned. The insulin pump will not be returned for analysis.